Manufacturer narrative:
The insulin pump was unable to prime during priming test and motor error alarm occurred during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The occlusion and no delivery tests were unable to be performed due to prime/fill anomaly. The device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm and high blood glucose. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they removed the insulin pump and used manual injections to treat their blood glucose. Customer believed the insulin pump was old and did not work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.